Event description:
The (B)(4) sales professional reported that a male patient who is in his 70's underwent an interventional peripheral, left superficial artery angioplasty procedure on (B)(6) 2013. Access was obtained at the right 1/3 lower common femoral artery. Peri-procedure, the patient was anti-coagulated with 5,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be +7mm. The patient's bp (blood pressure) was noted as 154/77 at completion of the procedure. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU and under supervision of the aci sales professional. Hemostasis was achieved. The patient was transported to recovery. While the patient was in recovery, during the 2 hours post close, the (B)(4) sales professional checked on the patient twice. The patient's groin was noted to be clean, dry and intact. The sales professional checked on the patient and was informed by the patient's nurse that the patient had some firmness developed and that the patient voided 750 cc of urine, as he was unable to urinate for a few hours and had a full bladder. The patient's bp (blood pressure) was noted as 194/87. The patient was also noted to have a persistent, forceful cough. The sales professional palpated the right groin and confirmed what the rn felt and a hematoma approximately 6cm in size had developed, proximal to the access bandage. The rn held firm pressure for 17 minutes at which time the right groin was soft. The dressing was noted to be clean. The patient was put on bed rest until 8pm and discharged after ambulation.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.